Manufacturer narrative:
A service engineer (se) inspected the device and was unable to duplicate the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator battery was inoperable; the unit was reported to be inoperable and was in safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.